Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address bg level. Reportedly, customer reverted to manual injections for insulin therapy.